Manufacturer narrative:
(B)(4). Date sent to the FDA: 08/09/2017. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a total knee procedure on (B)(6) 2017 and a barbed suture was used. During the procedure, the suture broke as the surgeon was running the stitch and closing the knee. Another like device was used to complete the procedure with no adverse patient consequences. No additional information was provided.

Manufacturer narrative:
Representative samples were returned for evaluation. During the visual inspection, no defects were found on the packages. The samples were opened and the swage and attachment area of the needles were as expected. The sutures were dispensed without problems and examined along of the strand and no defects or breakages were observed. According to the condition of the samples, no suture breakage was observed and the sutures tested met the requirements.